Event description:
Could not achieve distension of subcutaneous tissues surrounding saphenous vein during endoscopic vein harvesting for coronary bypass surgery. Equipment check found to be working properly. Gas port on "uniport" would not allow gas to flow.